Manufacturer narrative:
The device was returned for eval which is currently in progress. A f/u report will be sent when the eval is complete. (B)(4).

Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "blood in centrifuge service necessary." No pt/operator injury associated. Potential for fluid ingress with electrical component damage. Therefore, there is a possibility of electrical shock or fire which may result in pt/operator injury.